Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 (B)(6). Review of the most recent repair record determined the test cut could not be performed as the comb was bent. The comb, ratchet gear, bottom roll, and gear were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the handle is stuck and mesh holder damaged. The event occurred during surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. At evaluation it was noted that the comb of the device was damaged.